Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical database that this patient was admitted from clinic with complaints of purulent, bloody drainage from the driveline exit site. Blood, urine, and driveline cultures were obtained. Final results for the driveline site and blood cultures showed no growth. Per infectious disease consult, the patient was started on intravenous (IV) vancomycin and ceftriaxone. The patient was instructed to continue the antibiotics at home during hemodialysis and to follow up with infectious disease. Investigation is ongoing.

Manufacturer narrative:
Additional information received from the site stated that the patient's driveline cultures returned negative and denied any recent tension or trauma to the driveline cable. The site also reports that the patient's wife "does not always stick to protocol when caring for the driveline. She uses her own judgement sometimes before calling to let the vad team know what's going on". The medical team also reports that the reported event may also be related to the patient's condition and multiple IV lines and concurrent use of antibiotics. Driveline infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of infection, multiple IV lines, and concurrent use of antibiotics. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.